Event description:
The customer reported that the workstation portion of the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system cine hard drive was evaluated and reformatted. The related software was also reloaded. The system was tested and found to be working as intended and returned to service.